Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the tubing was leaking where it meets the clamp.

Manufacturer narrative:
It was reported by the customer that the tubing was leaking where it meets the clamp. Two samples were submitted for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. One sample was primed and inspected for air-in-line, occlusion, or leakage. There were no issues identified when priming the samples. A simulated infusion with water was conducted at a rate of 125 ml/hr for 1 hour. No issues were identified during the simulated infusion. The second sample was then primed and a leak was identified at the union between the lower pumping segment fitting and the hard infusion set tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing location for root cause evaluation. After the investigation along with the manufacturing and quality operations team, the most potential root cause it related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Similar issues have been reported, and an accessory is to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implantation of the accessory was conducted on march 21, 2025. The sample submitted was produced prior to the corrective action taken. A device history record review for material# 2420-0007 and lot# 25017216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25017216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.